Event description:
Complainant alleged that while attempting to monitor, in route with a male vsa pt, the device automatically self-charged and would not dump charge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device, and the reported malfunction was not replicated or confirmed. The device went through extensive testing and the device performed to specification. The device was recertified and returned to the customer. Zoll medical was unable to determine if the customer had trouble with discharging or with the device self-charging. No add'l info was provided to clarify the reported malfunction.